Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed, and a root cause could not be established. This report is related to the following reports reference numbers: (B)(4) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a bright near image, but it cannot be dimmed. The issue was identified during a diagnostic hysteroscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had a bright near image, but it cannot be dimmed. The issue was identified, during a diagnostic hysteroscopic procedure. There were no reports of patient harm.